Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead and the associated cardiac resynchronization therapy-defibrillator (crt-d) was seen in clinic for a device interrogation. The patient was in normal sinus rhythm on the surface electrocardiogram (ECG). The local field representative (fr) reported that upon interrogation, the device sensed ventricular fibrillation (vf) and began charging. The charge was diverted and no shock was delivered to the patient. This scenario played out numerous times. The fr also noted an out of range rv lead measurement. Additional information from the fr indicated that the patient had recently fallen, resulting in a broken hip. The following physician believed that the fall may have fractured the lead. The patient had not received any inappropriate therapy and did not suffer any adverse patient effects. The fr reported that the patient was to be scheduled for a lead revision procedure.